Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. Visual inspection revealed the ac lemo connector pin # 1 was burnt and melted. Carefusion scrapped the ac adapter after failure analysis and sent the customer a replacement.

Event description:
It was reported to carefusion that the unit had a damaged lemo connector. The pins were broken on the ac adapter. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.